Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 03sept2019. The customer received troubleshooting assistance over the phone from product support engineer. The customer was advised to clamp off the hoses going back to the flow sensor block. The unit lost pressure. The product support engineer informed the customer the leak could be a boot leaking and they should reseat the boot clamps. The biomedical engineer reported a perforation in one of the blower boots. The product support engineer provided the part identification and product number for the boot kit. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the unit failed the leak test. There was no patient involvement.